Event description:
Rn noticed that IV tubing was leaking where the orange tubing connects to the t piece. Rn unscrewed pieces and screwed back together, but this did not fix the problem, IV tubing continued to leak IV fluid. This has happened a few times recently.